Event description:
A pharmacist reported to baxter in 2009, that one week earlier, a baxter minicap extend set (lot h09a19074) was found with a broken integrated clamp. According to the reporter it was impossible for the patient to lock properly the catheter and to have his dialysis therapy. No clinical consequence reported for the patient. One unit was impacted and the sample is available for evaluation. No further information was available.

Manufacturer narrative:
Evaluation summary: baxter received one used set with cap on dark blue connector attached and no cap on patient connector which was a bluish/gray in color (no titanium adapter returned) into the lab in reference to cracked/broken. Set was visually inspected and noted that both of the occluder feet was broken at the top. During visual inspection, there was no visible indication that would indicate a possible overtorquing. The complaint was confirmed in the lab for being broken.